Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4) complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched and determined that the customer received the incubator plate and would like it installed. Fse installed incubator plate, checked alignments and removed 20 stc cups from incubator wheel via the pick up assembly. The instrument was operating as intended. No further action was required. The probable cause of this event was incubator plate failure. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-600ii immunoassay analyzer serial number (B)(4) and there were 3 similar complaints identified. The aia-600ii operator's manual under chapter 8: troubleshooting states: pickup failure turn off power to the analyzer. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. Call tosoh bioscience if problem reoccurs.

Event description:
The customer reported receiving a washer up or down error and a nozzle slide error on the aia-600ii analyzer. The customer removed dropped cups and cleaned the sensor, but the errors continued to appear. Customer stated that no patient samples were ran. He also ran controls. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.